Manufacturer narrative:
B3: date is estimated; month and year are valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025; ubd: 2026-10-03, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving gablofen 2000 mcg/ml at 400 mcg/ml via an implantable pump for intractable spasticity. It was reported that the patient had increased spasticity. The patient had a dye study attempted in (B)(6) 2025, but it was unsuccessful as the hcp was unable to aspirate the catheter. The reason for the inability to aspirate the catheter was unknown. No factors the caused or contributed to the issue were known. The patient was referred to a neurosurgeon for a catheter revision. After the catheter revision, the infusion rate was decreased to 96.2 mcg/day. This issue has resolved.